Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had multiple low flow alarms, and the site wanted to rule out an extrinsic outflow graft obstruction (eogo). Log files were submitted for review, and the event log file captured intermittent low flow events throughout the log file with the flow hovering around the 2.4 to 2.5 lpm range, sometimes being sustained long enough to trigger the audible alarm. It was noted by technical services that the lower flows were likely patient related as they were associated with elevated pulsatility index (pi) values.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an obstruction could not be confirmed through this evaluation. Analysis of the submitted log files confirmed low flow alarms; however, specific cause for these events could not conclusively be determined through this evaluation. The controller event log file contained events from 29feb2024 through 01mar2024. Low flow hazard alarms were captured on (B)(6) 2024. Some of these events were associated with elevated pulsatility index (pi) values greater than 10. No other notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.